Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and (B)(6) 2012 and mesh and elevate were implanted. Dates not clarified. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele repair, enterocele repair, sacrospinous ligament fixation and posterior repair with posterior colpopineorrhaphy; due to stress urinary incontinence. It was reported that the patient had a laparoscopic bilateral salpingo-oophorectomy on (B)(6) 2010. On (B)(6) 2012, the patient underwent anterior elevate procedure. It was reported that the patient underwent a mesh removal on (B)(6) 2012.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent urethrolysis/removal of obstructing sling and removal of extruded mesh on (B)(6) 2012 by dr. (B)(6) due to extruded vaginal mesh, obstructing mid urethral sling and cystocele.

Event description:
It was reported that the patient underwent urethrolysis/removal of obstructing sling and removal of extruded mesh on (B)(6) 2012 by dr. (B)(6) due to extruded vaginal mesh, obstructing mid urethral sling and cystocele.